Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a left inguinal hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2012. It was reported that the patient experienced chronic right groin pain secondary to a previous mesh hernioplasty. No additional information was provided.